Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to remove and shaft separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty to remove from the guide wire could not be determined. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, patient¿s disease state, patient¿s anatomical morphology, interaction with an accessory device, and/or damage to the guide wire. In this case, it is possible that an interaction between the guide wire in combination with procedural contaminants (blood/contrast) may have contributed to the reported difficulty to remove; however, this cannot be confirmed. Force was used against the reported resistance causing the reported shaft separation. It should be noted that the esprit btk instructions for use states: after successful withdrawal of the balloon from the deployed scaffold, should any resistance be felt at any time when withdrawing the scaffold delivery system remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss of or damage to the delivery system components. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the proximal anterior tibial artery. The esprit btk system was advanced and the scaffold deployed in the target lesion. During removal of the system outside of the patient anatomy, the shaft became stuck on the guide wire. Force was applied in the attempts to remove the catheter and the shaft separated on the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 2017 clarifier: excessive force

Event description:
It was reported the procedure was to treat a lesion in the proximal anterior tibial artery. The esprit btk system was advanced and the scaffold deployed in the target lesion. During removal of the system outside of the patient anatomy, the shaft became stuck on the guide wire. Force was applied in the attempts to remove the catheter and the shaft separated on the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.